Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as skin irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removing lifevest as times to allow skin to heal. Follow up indicated that the skin irritation improved.